Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation. Power on resets observed in the black box. No damage was found to the returned battery cap or the battery compartment. No issues when attaching the returned battery cap to the pump; the yellow o ring is not visible. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. No battery cap defects were observed. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.